Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery several times. Customer's blood glucose level was over 500 mg/dl. The customer treated his blood glucose level with manual injections. The insulin pump was exposed to a x-ray, CT scan, and possibly a MRI. The customer was in a car accident and was wearing the insulin pump. The customer was able to rewind the insulin pump. The insulin pump also alarmed battery out limit. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected battery out limit noted. No motor error alarm or excessive no delivery alarm during testing noted. The motor passed motor test. The insulin pump had cracked case at the display window corner and minor scratched display window.